Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the patient receiving cytostatic treatment for breast cancer has PICC line in right upper arm. After given treatment, the patient states that it feels wet on the arm. Ssk then sees that dressings saturated with liquid and the bed cover have an approximately 10 cm large wet spot. Unclear if there is the cytostatic liquid. The dressing is a little rose-colored at the bottom. It is discovered that there is a damage in the PICC line wings meeting the silicone catheter. The catheter leaks when flushed in a certain position. The leak in skin plane with patient.¿ no patient impact, a new PICC line was placed. Break was outside the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc solo was returned for evaluation. An initial visual observation showed use residue on the returned sample. A small, longitudinal split was observed in the catheter tubing, and evidence of material fatigue was observed at the location of the split. A microscopic observation revealed the edges of the split to be partially straight with a branching region. The fracture surfaces were observed to be flat and granular in texture and wrinkling of the catheter tubing around the fracture site was also noted. The observations in the catheter tubing suggests the damage may have been caused by material fatigue; however, additional factors such as compressional and/or torsional forces may have also contributed to the observed damage. This complaint will be recorded for future trending and monitoring purposes.